Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken instrument tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. The broken piece was not returned and measured approximately 1.11mm x 2.26 mm in size. Additional findings not reported by site: the instrument was found to have a detached fragment. The fragment broken off from the instruments tube adapter. The broken piece was not returned with the instrument. The probable root cause of a damaged tube adapter is attributed to either tip accessory installation issues or damage during use.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The 6mm monopolar curved scissors (mcs) instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the gray tip on the top of 6mm monopolar curved scissors (mcs) instrument was observed to be broken. The procedure was completed with no reported injury. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the broken part of the tip was completely detached from the instrument, but no fragment fell into the patient. The instrument was inspected prior to use, and no damage or anything out of the ordinary was noted. The issue occurred during the installation of the instrument, and the surgeon was unsure of the cause. The instrument was not in use prior to the issue, and no functionality issues were noticed during the procedure. There was no collision with other instruments or hard materials, and no photographic images or video recordings are available for review.